Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is instability at the fracture site. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on 12/04/2020 that a sign im nail implanted to repair a fracture was replaced due to instability at the fracture site. The im nail was replaced with a 10mm x 280mm standard im nail per the sign technique manual. Surgeon comment: " he had movement at the fracture site. I took him back to revise the nail and screws...slightly bigger and shorter. The proximal screws were loose. Also tried to compress the fracture site. "